Event description:
The clinician reported that the pt was burned during an electrotherapy treatment. The anatomical location of the burn is unk. The burn was in the area of the electrode. Clinician does not have all of the pads to return for eval. No reported injury treatment and/or post injury treatment was reported from the clinician.

Manufacturer narrative:
Eval results: no pad sent with unit, leads were intermittent with several end that could be pulled off. Full functional check was conducted on all waveforms on all four channels and the unit performed to specifications. System control board software revision is 3.1. Muscle stimulator board software revision is 2.1. Ultrasound board revision software is 2.1. As a secondary means of evaluating the device, the engineering technician conducted a treatment on his arm. The unit was found to be working correctly, no shocking or burning pads. Recommending returning to service department for general product updates and to return to service.